Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: "lap chole." "When dr. (B)(6) was clipping, the device was not fully occluding." Patient status: "no injury."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The event unit was received in a sterilization pouch, which suggests that the unit was steam sterilized prior to being returned. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. Based on the condition of the returned unit, it is likely that the reported event was caused by clip application technique . The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation". Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.